Event description:
New information received notes programming changes were made and patient was stable.

Event description:
It was reported that the patient presented for follow up with the implantable cardioverter defibrillator exhibiting post paced t wave over-sensing. No interventions were reported. The patient was stable.